Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited right ventricular (rv) sensed events that fell into blanking period, after an atrial pace (ap). Technical services (ts) discussed timing with the health care professional (hcp), suggesting shortening the rv blanking after ap. Ts noted there were also atrial events falling into refractory period, resulting in atrial pacing being provided. This ICD remains in service. No adverse patient effects were reported.